Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 34 mg/dl. The customer was treating their low blood glucose with glucose tablets. The customer declined troubleshooting for the low blood glucose because they were feeling a whole lot better. The device was not returned for analysis.